Event description:
It was reported that the device was explanted after an implant duration of approximately 113.8 months. On 03/30/2010, through follow-up with the health-care provider, it was learned that the device was explanted due to severe calcific aortic stenosis. Per the operative report of (B) (6) 2010: "the patient had significant amount of calcific aortic stenosis in the prosthetic valve. The pericardial valve was implanted about 10 years ago."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. On 03/30/2010, through follow-up with the health-care provider via fax, additional information and the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.